Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. There are no other equivalent adverse events/incidents for this lot number existing within the endologix complaint handling system. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted in the patient. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the type 3b endoleak of the proximal extension and additional endovascular procedure complaints are confirmed. This is consistent with the reported adverse event/incident. The clinical evaluation also shows reasonable evidence to suggest coiling for a type ii endoleak occurred that was not included in the event as reported. These findings were discovered during an examination of 99-month post index discharge summary. The most likely causation for the type 3b endoleak is device related due to use of strata material. The patient was discharged on the first post-operative day home. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with strata b5: describe event or problem - updated g4: date of received by manufacturer - updated h6: result code: remove code 3233 h6: conclusion code: remove code 11.

Event description:
The patient was initially implanted with an afx bifurcated stent graft and an afx suprarenal aortic extension to treat an abdominal aortic aneurysm (aaa). Approximately eight (8) years post initial procedure, a computed tomography (CT) scan revealed an endoleak type 3b of the proximal stent. A re-intervention was performed and the physician elected to implant an alto abdominal aortic aneurysm stent system. The procedure went well and the final patient status was reported as doing well. Subsequent to the initial report, clinical assessment determined that there was evidence to reasonably suggest on 05/11/2020 coiling for a type ii endoleak occurred that was not included in the event as reported. The procedure was discovered during a review of the 99 month post index discharge summary. Type ii endoleaks are anatomy-related events and are not caused or contributed by the device.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with strata. Device remains implanted.

Event description:
The patient was initially implanted with an afx bifurcated stent graft and an afx suprarenal aortic extension to treat an abdominal aortic aneurysm (aaa). Approximately eight (8) years post initial procedure, a computed tomography (CT) scan revealed an endoleak type 3b of the proximal stent. A re-intervention was performed and the physician elected to implant an alto abdominal aortic aneurysm stent system. The procedure went well and the final patient status was reported as doing well.